Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. Patient was in good condition after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomaly was found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.